Event description:
As reported, the 6f exoseal vascular closure device (vcd) was used after exchanging to a short sheath. The visual indicator turned black prematurely before expected, and the device slipped out. Manual compression was applied. There was no reported injury to the patient. The physician has experience with dozens of exoseal uses. The product was stored in a temperature-controlled cath lab. The vessel diameter was =5 mm with no proximal calcification, plaque, or stent. The closure site had a stenosis <50%. The occurred during an evt case. Additional information was requested but could not be obtained. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 6f exoseal vascular closure device (vcd) was used after exchanging to a short sheath. The visual indicator turned black prematurely before expected, and the device slipped out. Manual compression was applied. There was no reported injury to the patient. The physician has experience with dozens of exoseal uses. The product was stored in a temperature-controlled cath lab. The vessel diameter was =5 mm with no proximal calcification, plaque, or stent. The closure site had a stenosis <50%. The occurred during an evt case. Additional information was requested but could not be obtained. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18454458 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window incorrect indication" could not be observed as the device was not returned for evaluation and no further clarification on the event reported was provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) was used after exchanging to a short sheath. The visual indicator turned black prematurely before expected, and the device slipped out. Manual compression was applied. There was no reported injury to the patient. The physician has experience with dozens of exoseal uses. The product was stored in a temperature-controlled cath lab. The vessel diameter was =5 mm with no proximal calcification, plaque, or stent. The closure site had a stenosis <50%. The occurred during an evt case. Additional information was requested but could not be obtained. The device will not be returned for evaluation.